Manufacturer narrative:
Exemption number e2019001. A visual and functional inspection was performed on the returned device. The reported material rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal circumflex artery. A 3.0 x 18 mm xience alpine was advanced to the lesion without resistance and was inflated once at 16 atmospheres. It was then noted that the balloon was losing pressure. The stent was ultimately deployed. Standard post-dilatation was performed with an nc balloon afterwards. Per the physician, there was no leak noted prior to the procedure and the lost of pressure cannot be explained. There was no clinically significant delay or adverse patient effects. No additional information was provided.